Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had been intermittently alarming "no disposable." The settings were reviewed, showing a reservoir volume of 434.5 ml, a rate of 5 ml, a pca dose of 5 ml, a lockout of 1 hour, with 2 doses delivered and 11 doses attempted. The pump alarmed "no disposable" while the settings were being obtained. It was restarted without an alarm. The pump then cycled and alarmed "upstream occlusion" before resuming operation. The patient reported that the pump had been emitting that alarm every time it cycled for some time. It was confirmed there were no kinks or closed clamps, and the tubing was laid flat and removed from the pouch. The pump alarmed "no disposable" again. The cassette was confirmed to be locked onto the pump, leading the patient to clamp the tubing and gently tap the cassette on a firm surface. After unclamping the tubing and restarting the pump, it alarmed "upstream occlusion" once more. A second confirmation ensured there were no kinks or closed clamps. The pump was restarted, but the alarm persisted. Since the surgery had occurred less than 24 hours prior, the patient was assisted in turning off the pump and was advised to contact the pain team for further guidance. The patient was reportedly not affected. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.